Event description:
Facility reported that during treatment the venous line separated at the venous chamber. Ebl to patient 200-300cc's. There is no reported ill effects to the patient. The sample is not available for evaluation.